Manufacturer narrative:
Concomitant medical products: baxter, 500ml IV bag of 0.9% sodium chloride, lot: c990002, exp: december 2016. The customer¿s report of IV tubing separation ¿tear¿ was confirmed. Visual inspection observed that the silicone segment had a tear near the upper fitment. The tear measured 0.0581 inches long. Visual examination under a microscope noted no crush marks to the upper blue fitment. No other anomalies were noted during visual inspection. Functional testing was performed; a leak was observed coming out from the silicone tubing near the upper fitment. The set was pressure tested while submerged underwater at 30 psi of air; leaking was observed at the silicone tubing at less than 3psi of air. The root cause of the tear was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a separation of an IV tubing during an infusion of an unspecified medication or fluid. There is no report of patient harm; additional details are not available at this time.